Event description:
Diagnosed with rheumatoid arthritis after yrs of pain & not knowing what it was. Had implants removed, when removed drs & pathology said they both had ruptured even though pt's mammograms & ultra sounds have been negative all these yrs. Have had in 23 yrs. Now being treated with prednisone & plaquinil for rheumatoid arthritis. Have had both feet operated on and rheumatoid nodules taken out. Chronic fatigue, positive for epstein barr, hair falling out, etc.